Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that there was an inquiry into the longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the device data confirmed the power consumption is greater than expected due to high rate sensing of atrial fibrillation. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported